Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one ultralink meter read inaccurately high compared to her feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue started ¿a few months ago¿. At an unspecified date/time, the patient obtained a blood glucose reading of ¿450 mg/dl¿ on the subject meter. The patient manages her diabetes with an insulin pump. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated, at an unspecified time after the alleged issue occurred, she developed symptoms of ¿shaky, ligheadedness, sweating¿. At an unspecified date/time, the patient had more food/drink in response to those symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca discovered that the test strips were either open longer than the discard date or stored improperly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (11/19/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.